Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed no battery, followed by the display screen went blank. Customer stated they had changed the battery two times and the alarm kept occurring. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states display has not returned. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 398 mg/dl at time of reporting. Nothing further reported.